Event description:
I at/af episode on (B)(6) 2021 at I 0:22. Ventricular oversensing noted on ventricular paced beats only on egm. T wave oversensing on ventricular paced beats only. Unable to give verbal report-clinician unavailable. Fyi email sent to on call rep. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).